Event description:
It was reported that the transmitter exhibited crackling sounds when connected to the outlet. The sound stopped when disconnected but resumed when reconnected. The device would no longer be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis of the external programmer found an overstressed internal component.